Event description:
It was reported the patient was found dead on (B)(6) 2010, and that he had fallen down the cellar stairs. Follow up revealed device interrogation showed device and lead to have been functioning normally prior to the patient's death, terminating a rapid ventricular tachycardia with one shock to a resultant paced rhythm on (B)(6) 2010. The cause of death has been requested and not received. No autopsy was performed. There is no allegation from a health care professional that the death was device related. Follow up reported the patient was not pacemaker dependent and the last device checks appear to have been on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) performance data collected from the device revealed no anomalies found. Analysis of the device revealed no anomalies found. Distal conductor stretched. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was found dead on (B)(6) 2010 and that he had fallen down the cellar stairs. Follow up revealed device interrogation showed device and lead to have been functioning normally prior to the patient's death, terminating a rapid ventricular tachycardia with one shock to a resultant paced rhythm on (B)(6) 2010. The cause of death has been requested and not received. No autopsy was performed. There is no allegation from a health care professional that the death was device related. Further follow up reported the patient was not pacemaker dependent and the last device checks appear to have been on (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported the patient was found dead on (B) (6)2010 and that he had fallen down the cellar stairs. Follow up revealed device interrogation showed device and lead to have been functioning normally prior to the patient's death, terminating a rapid ventricular tachycardia with one shock to a resultant paced rhythm on (B) (6)2010. The cause of death has been requested and not received. No autopsy was performed. There is no allegation from a health care professional that the death was device related. Follow up reported the patient was not pacemaker dependent and the last device checks appear to have been on (B) (6)2010 and (B) (6)2010. It was reported the patient was found dead on (B) (6)2010 and that he had fallen down the stairs. Follow up revealed device interrogation showed device and lead to have been functioning normally prior to the patient's death, terminating a rapid ventricular tachycardia with one shock to a resultant paced rhythm on (B) (6)2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Follow up reported the patient was not pacemaker dependent and the last device checks appear to have been on (B) (6)2010 and (B) (6)2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) performance data collected from the device - no anomalies found. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) performance data collected from the device revealed no anomalies found. Analysis of the device revealed no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.